Manufacturer narrative:
UDI: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had damaged bearings, hole/cut in hose, damaged locking components, cable/cord/wiring, damaged cover, lid was missing, hose damaged several times, locking damaged and e2 error on display. It was further determined that the device failed pretest for loctite and cable assessment, cutter lock, motor thermistor, no short circuit between sensor grid and connector body, no short circuit between 5voltdc line and connector body, no short circuit between hall sensors and connector body, no short circuit between phases and connector body and safety. It was noted in the service order that the device had an e2 (mechanical lock on handpiece engaged) error code. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.